Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that when she uses the crank the bed will not go up on the base of the bed.